Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.1, b.2, h.2. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis (rga) test was above the test limit. It is believed the failure of this intra cochlear stimulator device was caused by loss of hermetic seal. This is concluded from the rga data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced loss of lock. External equipment was exchanged; however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.